Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed de novo lesion in the left anterior descending (lad) artery. A 3.5x33mm xience xpedition drug eluting stent (des) was advanced to the lesion and during deployment, the stent dislodged from the balloon due to calcification plaque. The delivery system was removed, but the dislodged stent remains in the brachial artery and will be removed at a later date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A 3.5x33mm xpedition des was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d6a: stent was not implanted d9, h3: device was discarded and not available for evaluation h6: health effect - impact code 2923 - removed.